Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Also, the device was programmed with several boluses and monitored. The device calculated the additional bolus deliveries and they were verified in the daily total screen. The unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The history recorded the boluses and the basal properly. After testing it was concluded that the device operated within specifications. The insulin pump had a scratched display window.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 438mg/dl. The customer experienced tiredness, vomiting and ketones. The caller mentioned that the customer had problems with no delivery alarms and requested having a replacement of the insulin pump. No further information was provided.